Manufacturer narrative:
Additional product evaluation testing was performed on the elite preamp unit. It was examined visually for electrical issues. There was no physical connection issues that can be seen on the sensor end that verify complaints of measurement stability. The sensor cable appeared intact and no physical damage could be observed to the cable and sensor connection assemblies. The monitor cable connector connections on board were inspected and no electrical damage or issues could be seen. A known good monitor cable was connected to the elite preamp unit in question and cross-talk testing was performed to verify sensor connection assembly, it was intact and in good condition. When data was compared to known ¿good¿ elite preamp units, the data reflected that the sensor connections were still in good condition and no noise could be measured that reflected complaints received. Data verifies physical x-rays taken of over-molded sensor connector assembly and physical inspection of board connections. A static sto2 simulator was attached to elite preamp in question and an attempt to recreate measurement instability through flexing and movement of cable on sensor end was attempted. No noise or changes in measurements were observed through this physical testing. Sto2 simulator testing and cross-talk testing was done on both sensor channels. The issue could not be verified and were not observed during either tests. The conclusion is that the preamp cable most likely was damaged through wear and tear. The age of the unit and results from experiments after replacing the monitor cable verify this.

Manufacturer narrative:
One foresight elite preamp cable was received for product evaluation. The suspect preamp cable was connected to a known good working foresight elite monitor and with a known good working st02 simulator for testing. The st02 reading on channel 2/4 remained steady at 65% +/-5%. When they tested channel 1/3 with the same monitor and simulator the st02 reading was not steady. The readings varied from 74% to 54%. The reading on the monitor would stop being shown and then there was an error message of ¿unstable reading¿ that would display. The reading varied when the cable was moved around and bent near the sensor end of the cable. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint. The correct lot/serial number has been obtained and the device history record review is pending. Once the results are available they will be submitted in a supplemental report.

Manufacturer narrative:
After several attempts were made to request the product to be returned, it did not arrive for evaluation. The device service history record review could not be completed as the lot/serial number provided was incorrect, it is unable to be obtained. The reported issue could not be confirmed by product evaluation as the product was not returned. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It could not be confirmed if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
Product evaluation results were submitted in a previous submission. However, further evaluation and testing is being performed on the suspect foresight preamp cable. If pertinent information is received a supplemental submission will be sent with the findings.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for product evaluation; but has not yet arrived. When the evaluation findings are available a supplemental report will be submitted. The device service history record review has not been completed. When the findings are available a supplemental report will be submitted.

Event description:
It was reported that a foresight elite preamp cable provided fluctuating sto2 values. This did not occur during patient monitoring. The biomed was testing the suspect cable with a patient simulator when the values on channel 1 displayed at 60% then fluctuated. Additional details have been attempted to be obtained from the biomed without success. As there is no patient involvement, there is no patient demographic information.

Manufacturer narrative:
The device history record review was completed and all manufacturing inspections passed with no non-conformances. The record of servicing has been reviewed and there is no previous related record. Only the DHR information is being provided with this submission. The product evaluation results were provided in the previous supplemental report.